Event description:
While cleaning the needle holder after the procedure, it was observed that a one half inch piece of metal jaw was noted to be missing. A portable kub (kidney, ureters, bladder) x-ray was performed in the pacu which was negative for any foreign bodies. This event did not lengthen the patient's length of stay and there was no injury noted to the patient.

Event description:
While cleaning the needle holder after the procedure, it was observed that a one half inch piece of metal jaw was noted to be missing. A portable kub (kidney, ureters, bladder) x-ray was performed in the pacu which was negative for any foreign bodies. This event did not lengthen the patient's length of stay and there was no injury noted to the patient.